Manufacturer narrative:
It is suspected that the patient movement caused the spatial relationship between the reference frame and patient anatomy to change, rendering the registration invalid. Instructions for use state to re-register the patient if the frame to patient relationship changes. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. A review of the patient archives showed a large head-frame was included with the registration. Recommendations were made to remove as much of the head-frame as possible before registration.

Event description:
A medtronic representative reported that near the end of a functional endoscopic sinus surgery (fess), the patient began moving around. After the patient was stabilized there was an alleged inaccuracy of approximately 8mm with all the instruments. The surgeon opted to continue without re-registering the patient and completed the procedure with the use of the navigation system. There was no impact on patient outcome.